Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek210su - disp. Trocar w.dilating pin 5/60mm. According to the complaint description, the trocar broke and gas leaked while using. Fortunately, there was no harm to the patient. There was a surgical delay for 2-3 minutes to replace the new trocar. Additional information was not provided. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: 400581202 (9610612-2022-00379) ek236su.

Manufacturer narrative:
Additional information: d9 - product return date h3 - yes, evaluation h6 - codes updated investigation results: product was received decontaminated, and visually the tip was noted to be fractured. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to the specification valid at the time of production. There are no similar complaints against the same lot numbers with this error pattern for all four batches that were able to identify for this case. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the information available it is not possible to determine just one possible root cause of the failure. Based upon the past product investigation results a CAPA with reference number (B)(4) and an internal risk evaluation/assessment (product safety case) with reference number zs (B)(4) were initiated.